Manufacturer narrative:
The insulin pump was received with failed battery test due to corroded battery tube. Unable to perform operating currents, self test, unexpected restart error test and displacement test or verify low battery alarm due to failed battery test.

Event description:
Customer reported via phone call that the insulin pump had low battery alert. Customer blood glucose level was unknown. Trouble shooting was performed. The device will be returned for analysis.